Event description:
Information received by medtronic indicated that the insulin pump had crack on the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer reports: crack on the reservoir compartment. Insulin pump passed displacement test. The p-cap / reservoir locked properly during testing. The following cosmetic damage was noted during visual inspection: partially broken off piece at the retainer and reservoir tube lip. Minor scratched display window and case. In conclusion: the customer complaint of physical damage to retainer is confirmed.